Event description:
It was reported that during a da vinci sacral colpopexy surgical procedure, a broken cable was observed on the pk dissecting forceps instrument. No pt harm, adverse outcome or injury was reported. Additional info provided by an isi representative indicated that when the instrument was removed from the pt, the customer noticed a piece of plastic broken off near the tip which was .25 centimeters by .25 centimeters long.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. At this time, it also cannot be determined if the missing instrument component fell inside of the pt during the surgical procedure. A follow-up MDR will be submitted if the instrument is rec'd and in-house failure analysis has been completed or if any additional info is provided.